Manufacturer narrative:
The device is an automatic external defibrillator and the actual device involved was returned for evaluation. The device returned for a software upgrade where welch allyn service, after service modifications were completed, the technician identified an intermittent speaker. The cause of intermittent speaker is inconclusive. To resolve the failure, the device's main board required replacement. After the replacement of the circuit board, the device performed to specificatons.

Event description:
The device returned from customer for a software upgrade- no failure complaint identified. During service of the device, it was found that the sound from the service speaker was intermittent.